Event description:
The IV team has identified a potential manufacturing defect involving baxter microbore catheter extension sets (7n8300). Today the IV team has had 3 catheter extensions that would not flush. Two were from lot# ur25f04024 and one was from lot#urf25f04031. The sets were unable to be flushed upon setup. Despite appropriate technique, resistance was encountered and patency could not be established. In each instance, the extension set had to be discarded and replaced with another product to proceed with patient care. Upon talking to the IV nurses, this issue has occurred multiple times to 4 separate IV nurses and appears consistent with a product defect rather than isolated use error. I retained two opened packages with lot information, along with one defective extension set, if anyone wants it for further evaluation.